Event description:
I became aware of a defect in the design or manufacturing of a disposable resuscitation mask for water rescue just by happenstance. It was reported on the manufacturer's website to rupture when impacting on the water. Since it is a disposable, there is no way to test the device before use. Failure of a resuscitation mask could be life threatening. I happened to see the product recall on the manufacturers website during a random visit to the website but did not receive a notification after I had purchased one. I did not find the product listed on the FDA website and I am not certain if it or its associated rescue breathing valve are FDA approved. Since I did not receive a notification of the recall and could not find it on the FDA website, I was concerned that other purchasers might not be aware of the problem.